Event description:
The patient had an atrial ablation procedure followed by permanent pacemaker insertion. At the end of the procedure the two return electrode grounding pads were removed from the back above the waist are with skin dry and intact. The next day, the patient was getting dressed and "felt something on its back. The nurse, nurse practitioner and md was notified in which there were an open lesion and closed blister. It was treated with silvadine ointment.